Event description:
#Medwatcher #(B)(4). I have experienced multiple side effects and symptoms since receiving this procedure. I suffer chronic daily migraines, inability to maintain daily essential vitamins, unable to regulate potassium, calcium, and folic acid levels even while on medicine, fainting spells, dizzy spells, muscle weakness, muscle spams, numbness and tingling of fingers, toes, and jaw, short term memory loss, extreme fatigue, abdominal pain, irritability, mood swings, vision impairment, depression, and the worst offender being a cyst in the center of my brain between the pituitary and pineal areas of the brain! These are just some of the things I suffer from daily! I was implanted in 2012 and just started experiencing all of this in (B)(6) of 2014! Before this I was healthy and athletic except during my pregnancies when I was diagnosed with hyperemesis gravidarum. I have 2 known allergies to latex and berries. My blood pressure is constantly low around 86/60 and my potassium is consistently sitting at a 3 and lower despite being on 10 meq 4 times daily. And they found the cyst in (B)(6) 2015.